Event description:
It was reported that a patient underwent an unknown spinal fusion procedure at l4/l5 for back pain. The patient came back and underwent MRI testing but no results are known at this time. A revision surgery is not currently planned. Patient's status is listed as on going but not serious. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.